Event description:
Lead impedance warning on 2024-09-25 for low ra lead impedance. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).